Event description:
It was reported that the port was not functioning properly.

Manufacturer narrative:
The port did not pass the leakage test due to a small hole in the side of the reservoir. It is unk how, or when this damage may have occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of MFR.